Event description:
The customer reported that the unit was, "cutting out, resetting". Subsequent information received stated, "this ventilator is used by the customer out in the community and is one of two vents, it was being used as night time vent at the time of the failure. The customer turned on the vent to perform a vent check prior to connecting to the patient, but the vent could not complete the post test, it just kept restarting and alarming".